Event description:
During a rotator cuff repair at a hosp in 2005, the distal portion of the inserter of a bioknotless anchor broke off into the anchor and remains embedded in it within the bone of the pt.